Manufacturer narrative:
Nova biomedical awaits, the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention in spite of receiving normal blood glucose results. The consumer stated that he was never control solution tested to determine the integrity of his blood glucose test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.